Event description:
Writer and orientee providing joint care for patient this shift. Orientee at patient bedside and noticed puddle of fluid on the floor near foot of bed. Patient's visitor was in recliner near bedside, location had moved from where prior visitor had placed it. Orientee also noted draining spigot at base of foley bag was placed by someone on the counter. Orientee asked visitor, rt, writer, and unable to find who placed it on counter or initially noted foley spigot was disconnected. Writer facilitated removal of foley and replaced with new foley.